Manufacturer narrative:
Sw 3.0d unit passed displacement test, basic occlusion test and prime/a33 test. However, unit received with stuck in motor error alarm loop during bolus delivery. Unable to verify no delivery alarm due to motor error alarm. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label. Medical device reporting regulation.

Event description:
Customer reports motor error and no delivery alarms. Customer does not report damage to the drive support cap. Customer reports an e70 alarm. Customer was able to complete troubleshooting. Insulin pump is expected to return.